Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation therefore the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during the sculpt phase of a cataract extraction procedure the patient experienced a corneal burn. System messages were noted during priming of the handpiece. The handpiece had too much ultrasound in respect to its settings and the tip got hot. There was a wound gap that required sutures for closure. The patient does have corneal opacity and astigmatism. This is one of three reports from this facility for the reported event above.